Event description:
The customer alleged that the ac plug was sparking.

Manufacturer narrative:
The technician found there were loose wires inside the ac plug. He replaced the ac plug to repair the bed.